Event description:
A patient with metastatic breast cancer was admitted for pain control and end of life care. Nurses entered room to hang replacement medications to epidural line and peripheral medication. 2 nurse check for accuracy of medications and dose. Dilaudid was accidently hung on the epidural pump. The IV pump was not ready for a new bag yet and medication bag was taken out of room. The error was noticed when nursing went to replace dilaudid drip and noted the bag had been hung on the epidural line an hour earlier. Medication on epidural stopped. Physician was notified. Bags were hung correctly. Additional medication required for pain control. Patient expired several hours later. Death felt related to underlying illness and not medication error.